Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by stomach pain and having cloudy output. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. On an unreported date, an unknown antibiotic (dose, frequency, duration and route not reported) was given as a treatment for peritonitis. At the time of this report the patient outcome was not reported. The action taken with the dianeal therapy was not reported. No additional information is available as the reporter declined to provide further follow-up.